Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the arm on (B)(6) 2018. The patient stated they are hypo-unaware and on the morning of (B)(6) 2018, they stated they were hospitalized for hypoglycemia. The patient did not provide glucose values for the day they were hospitalized. The patient was treated with a glucose solution and at the time of contact, the patient was doing good. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.